Event description:
Pump failed while on pt. Specific error or problem was not reported other than "stopped working". No complications, injuries or adverse effects to the pt. When the biomed checked the logs, he saw system error 21 occurring 6 times that day but was unable to duplicate the error.

Manufacturer narrative:
The eval is currently underway. The initial examination of the pump's operation and alarm logs confirms multiple sys error 21 alarms. A follow-up report will be initiated when the mechanical eval is complete.